Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had trace pointers are invalid. Troubleshooting was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
No unexpected trace pointers are invalid alarms noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Device received with high sleep current measurement due to moisture damage on electronic assemblies. Device received with corroded force sensor assembly and moisture damage on motor assembly.